Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is no longer receiving stimulation and is unable to communicate with or charge her ipg. The patient stated she had not changed her ipg for approximately 6 weeks and she received a communication error from the programmer. Surgical intervention will be taken at a later date to address this issue.